Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A total of (B)(4) retained samples were visually inspected, and no abnormal additive spray was found. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, red cell hang up was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.